Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed that the lead passed all functional tests prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
The patient had generator replacement surgery on (B)(6) 2013 due to end of service. The device could not be interrogated prior to surgery due to end of service. During scheduled generator replacement surgery, high lead impedance was detected upon several diagnostics tests. Therefore, the surgeon also replaced the lead at that time. Diagnostics with the replacement generator and lead were within normal limits. Follow-up with the surgeon and patient¿s mother revealed that the patient sometimes manipulated the device. The patient fidgets a lot and twiddles the device. The surgeon said he does not know if that necessarily caused any damage to the device, but it is something to be aware of with the patient. The treating physician could guarantee manipulation caused event, but there may have been trauma. Attempts for additional information have been unsuccessful to date.

Event description:
The explanted devices are not expected for return per hospital policy.